Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the system's hard drives and power supply. The system is working within factory's specifications.

Event description:
Customer reported the panorama central station shut down and would not reboot, which may have affected telemetry monitoring. No pt injury was reported.